Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed an error. The customer's blood glucose level was 108 mg/dl at time of incident. Troubleshooting was done. The customer reported that there were unexpected restart alarms and external ram error alarms in the alarm history. Customer stated that they changed the insulin pumps battery and next day after waking up notice pump was on rest mode. Customer was assisted with trouble shooting, customer did a self-test and insulin pump passed but did reset again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify external flash error, unexpected restart, external error, displayable history check failed on startup alarms or reprogram alarm/check settings alarm, reset time/date anomaly due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.